Event description:
Moisture from the patient's bodily fluids seeped into the battery housing area of the telemetry monitor. The moisture caused the batteries to overheat and rupture. Manufacturer response for monitor, physiological, patient(with arrhythmia detection or alarms), na (per site reporter): manufacture will be reviewing the failure and filing their own FDA report.